Event description:
It was reported that the physician was placing the catheter through the valved sheath. When they attempted to break the smartseal and remove the sheath, half the blue smartseal piece broke off, but did not start the sheath peel away. The physician attempted several times to snap the other half of the sheath to start the peel away process; however, was not able to. At which time, he placed a hemostat on the sheath to remove it. The physician was able to remove the sheath from around the surface of the catheter and placed the cannon successfully. It is unk if there was a delay in treatment. There was no patient death and no patient complications reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.